Event description:
Upon routine log file analysis, it was reported that the controller fault alarm was due to a frozen relative state of charge (rsoc) battery issue.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. D1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2022 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 09-nov-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm which was logged for the ¿automatic power switch¿ inside of the controller. It was also reported that the controller exhibited an unexpected loss of power. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. One (1) battery (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. Review of the alarm log file revealed a controller fault alarm logged on (B)(6) 2022 at 10:45:39. The controller fault alarm was due to a fault in the controller¿s active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. Review of the data log file revealed that, leading up to the controller fault alarms, (B)(6) had been used as either the primary power source or the secondary power source since (B)(6) 2022 at 18:50:37. Throughout the entire period that the battery was being used, it was reporting a relative state of charge (rsoc) value of 100%. Since the reported rsoc value did not decrease, no low battery or critical battery alarms were triggered to alert the patient to replace the battery, and the battery was allowed to continue to deplete. The controller fault alarm was likely triggered due to the depleted battery being connected to the controller with a very low rsoc and a low output voltage, resulting in a current below the expected range in the aps circuit. Additionally, review of the data log file revealed several additional instances where (B)(6) was reporting a frozen relative state of charge (rsoc) value of 100% when the battery was either providing power to the controller or when the battery was connected as the secondary power source. Log file analysis revealed also two (2) controller power up events associated with pump starts events logged on (B)(6)2022 at 14:19:55 and on (B)(6)2022 at 11:42:00, indicating losses of power. The controller was without power for 7 seconds and 14 seconds, respectively. No anomalies were observed leading up to the losses of power. In addition, log files revealed three (3) vad disconnect alarm indicating a physical disconnection of the driveline from the controller and four (4) controller power up events were logged since 11:42:21 on (B)(6)1011, likely due to the reported controller exchange and/or troubleshooting of the controller. As a result, the reported events were confirmed. (B)(6) was in scope of (B)(4), which was initiated for batteries with electrical faults. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to design issues, resulting in the battery reporting a frozen rsoc value while powering the controller, thus resulting in the battery being allowed to deplete completely. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the remaining controller power up events and observed vad disconnect alarms can be attributed to controller exchanges and troubleshooting of the controller. D4: serial #: (B)(6) h3: yes h6: img code(s):g02013 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.